Event description:
Customer reported that a pt sample contains anti-e and anti-fya. The anti-e only reacts with ficin treated cells, however it did not react ith resolve panel c lot rc298. No death or serious injury was associated with the incident.